Manufacturer narrative:
The reported event of backup/reset was confirmed. As received, the device had no telemetry communication and no output. Visual inspection of the header attachment area detected a bonding anomaly. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and the battery was found depleted. Hybrid circuitry was tested, resulting in high current drain, consistent with moisture damage, depleting the battery and resulting in the reported event. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. As a result of this finding, abbott is performing further investigation.

Event description:
Additional information received from medwatch form, noting that after attempts to restore the device were made, the pacemaker stopped communicating with the programmer on multiple attempts.

Manufacturer narrative:
Medwatch report number: mw5098241.

Manufacturer narrative:
The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin. Net. Interrogation showed the patient's pacemaker had entered backup mode. The patient was asymptomatic. The pacemaker was unable to be restored with programming so the physician explanted and replaced the device. The patient was stable throughout.